Event description:
The device was used during a vats lobectomy procedure. Reportedly the anchor block broke from the instrument. No pt injury reported.

Manufacturer narrative:
2/24/1998-supplemental report #1 submitted to FDA.